Manufacturer narrative:
The investigation into the optical signal issue and the high purge pressure has been completed since the original report was filed. Data logs were returned and reviewed finding that the placement signal is low throughout the entire case. However, the alarm is triggered at the same time as they are in suction conditions. There are small motor current spikes and a decrease in flow without a p-level change at the time of the suction conditions. Additionally, purge pressure begins to rise while purge flow is decreasing. The device was returned for evaluation and was tested after arriving in fs. It was reported that biomaterial was wrapped around. The root cause of the optical signal issue is most likely due to the patient¿s condition, while the high purge pressure is most likely caused from the ingested biomaterial.

Manufacturer narrative:
The impella device was received from the customer and, an evaluation of the device is pending. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in the EU reported an 80-year-old patient (unknown gender and race) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The device alarmed with placement signal issues. The physician verified the placement of the device and the position was correct. In addition, the device had a sudden increase in purge pressure and a drop in purge flow. The values were within range, however, the physician had a concern for a thrombus ingestion. The impella cp was swapped with another cp. There was no patient harm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The placement signal is low throughout the entire case. However, the alarm is triggered at the same time as they are in suction conditions. There are small motor current spikes and a decrease in flow without a p-level change at the time of the suction conditions. Additionally, purge pressure begins to rise while purge flow is decreasing. The product was returned and biomaterial was wrapped around the optical signal issue l is most likely due to the patient¿s condition, while the high purge pressure is most likely caused from the ingested biomaterial. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.